Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine via drug delivery pump. The indications for use of the pump were non-malignant, spinal, and chronic low back pain. It was reported that the patient had been having problems for at least six months and thought she might have a granuloma. She had not felt like it had been working for quite some time; the patient had a need for breakthrough medications and had not been getting the pain relief needed. It was stated that it was reduced by (B)(6), and the patient didn't notice a change. An MRI was scheduled for thursday [(B)(6) 2016].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.